Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the wires from the motor were cut and parts were missing from inside of the device.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was received for evaluation¿however, evaluation is currently in progress but not yet complete. Pre-repair temperature tests could not be performed upon evaluation of the complaint device due to the handpiece not running in as received condition. This device is used for therapeutic purposes.

Event description:
It was reported that a igs m4 microdebrider was ¿heating up¿ intraoperatively. This is the only information provided and there was a lso no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.